Manufacturer narrative:
Batch review performed on 21-01-2024. Lot 2111925: (B)(4) items manufactured and released on 18-11-2021. Expiration date: 2026-11-04. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised batch review performed on 21-01-2024 on gmk-sphere 02.12.0024l femoral component sphere cemented size 4+ l (k140826) lot. 2111027. Lot 2111027: (B)(4) items manufactured and released on 16-11-2021. Expiration date: 2026-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 21-01-2024 on gmk-sphere 02.12.0414fl tibial insert fixed sphere flex size 4/14 mm l (k121416) lot. 1908772 lot 1908772: (B)(4) items manufactured and released on 07-11-2019. Expiration date: 2024-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension.

Event description:
At about 2 years 11 months the patient came in reporting instability. No ligament deterioration reported. The surgeon revised all components to revision components and the surgery was completed successfully.